Event description:
The medwatch report stated: "failed penile prosthesis. Implant will no longer inflate or deflate." As reported to co, the pump and some assembly kit components only were removed and replaced; leaving inplace the cylinders, catalog #145909, serial #145909 and the reservoir, catalog #9075k, serial #148621.